Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device locking mechanism was stiff/stuck, the device produced heat and vibration, was jammed seized, could not insert cutter and there was component damage. It was further determined that the device failed pretest for thimble lock operation, cutter insertion, vibration and temperature. It was noted that the thimble lock was jammed and that during the disassemble process one of the screws was found to be deformed and ceased badly with the housing. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.